Manufacturer narrative:
Based on the information provided, the cause of the reported event is unknown. There is no indication or allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is obtained, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted hysterectomy surgical procedure, the patient ¿suffered vaginal dehiscence¿ and ¿required an emergency surgery to prevent bowel evisceration and death.¿ however, at this time, the root cause of the reported issue cannot be determined.

Event description:
On 10-february-2020, intuitive surgical, inc. (Isi) received FDA voluntary report # mw5092558 with the following event description, "the patient suffered vaginal dehiscence 12 weeks after receiving a da vinci robotic hysterectomy. Required emergency surgery to prevent bowel evisceration and death." However, there is no additional information provided regarding the da vinci surgical system, hospital site name, or patient. As a result, isi could not perform follow-up investigation to obtain additional information regarding the reported event.